Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter blisters were opened during storage. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. One photo was received and evaluated. Open seal was observed from the blister package in the photo, however one of the blister package belong to both the 20ga insyte family which is not from the reported batch. The reported batch belong to 24ga insyte family. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, refer to figure 1, and thus showed that the sealing process was completed in the manufacturing facility. The complaint is confirmed and product is out of specification. 1 actual unused sample was returned for investigation, refer to figure 2. The sample was not decontaminated. The sample was observed not sealed at the 4 corners of the packaging. The sample was subjected to visual examination and observe that the 4 corners the packaging was not sealed (open seal). There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, and thus showed that the sealing process was completed in the manufacturing facility. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area and thus showed that the sealing process was completed in the manufacturing facility. Hence, no assignable root cause. There was a change in the top web material during jul 2017. The reported batch was produced before the material change.

Event description:
It was reported that bd insyte¿ IV catheter blisters were opened during storage. No serious injury or medical intervention was reported.